Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the cylinders were not inflating and the pump would collapse. There was no fluid in the reservoir. When removing the device a stitch was found in the cylinder from closing during the original surgery. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.